Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan another country alleging the one touch ultra 2 meter was reading inaccurately high. The medical affairs specialist sent follow-up questions to the customer service representative (csr) in another country to ask the patient. On one day earlier at 5:30 am, the patient obtained a result of above 600 mg/dl on his meter. He mentioned he did not consider the result unusual because he had eaten a lot of sweets at 3pm the day before. He did not eat anything different than his normal diet regimen other than those sweets. He injected 30 units of protaphane per his normal dosing schedule and 50 units of actrapid insulin based on the result. He soon fell back asleep. His wife called emergency services at about 7 am because the patient had "lashed out" after falling unconscious. The patient attributes falling unconscious to hypoglycemia. The paramedics arrived at around 7:10 am and obtained a blood glucose result of 17 mg/dl on their meter. The patient was infused with glucose and taken to the hospital. He felt better immediately after the glucose injection. He was infused with glucose again at 10 am, but did not feel symptoms at that time. He was not diagnosed with anything at this hospital and stayed for one day. The patient obtained results of 190 mg/dl at 1 am and 182 mg/dl at 4 am before obtaining a result greater than 600 mg/dl at 5:30 am and falling unconscious. The patient is on a sliding scale insulin regimen. He takes 30 units of protaphane insulin in the morning and 40 units at night. For every 12 g of carbohydrates he eats, he takes 2 units of actrapid insulin. He mentions that 1 unit of actrapid insulin lowers his blood sugar about 10 mg/dl and his target below 160 mg/dl. He tests his blood sugar 5-6 times per day. The patient states the meter results have been around 160 mg/dl on average since he went to the hospital, which he considers normal. He has not had any further symptoms since the time of concern. The csr determined that the patient's testing technique was correct and the meter was set to the correct unit of measure at the time of testing. The results were verified in the meter memory. This complaint is being reported because the patient alleged an inaccurate high reading on his meter while he had no symptoms; injected insulin based on the result, and fell unconscious. The patient attributed losing consciousness to hypoglycemia and was treated at the hospital.